Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/14/2019. An evaluation was conducted on 12/18/2019. Both the harvesting tool and cannula were returned for evaluation. There were signs of clinical use and evidence of blood observed on both the harvesting tool and the cannula. The cannula was observed to be intact with no observed failures. The silicone jaw was observed to be peeled and chipped on the cold jaw. The detached portion of the silicone was returned for evaluation, confirming the peeled jaw. Blood and charred tissue were observed on the heater wire. The heater wire was also observed to be slightly flexed away from the middle of the jaw, yet remained attached to the hot jaw. Based on the returned condition of the device, the reported failure "peeled; jaw " was confirmed, as well as the analyzed failure "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hempro white insulating tip (silicone) of the cutting device came off. It was retrieved with no impact to patient. New kit was opened and case was completed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro white insulating tip (silicone) of the cutting device came off. It was retrieved with no impact to patient. New kit was opened and case was completed.